Event description:
The following has been reported: biomed reported: received at depot confirmed pump problem error wait for log review replaced full pneumatics system pump placed in bring up mode and sent to the test line passed all stations of the test line front housing" final acceptance provisioned pump to 08 server sent to heratherm loaded into heratherm @16:00 and 02/11/2026 passed heratherm pulled @ 04:00 02/12/2026 24 hour dwell - complete lvp burn-in test - pass accuracy test - pass electrical safety test - pass provision pump to mayo server return to service work order type corrective maintenance order description service needed alert problem cause equipment failure resolution code replaced part resolution detail send to depot for repair. Question 1 was there any injury/adverse reaction (yes, provide details, no, unknown)? No question 2 did the issue stop an active infusion (yes, no, unknown)? No". The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported.

Manufacturer narrative:
N/a.

Event description:
No pump was returned to fresenius kabi for evaluation. The reported "pneumatic valve leak failure (valve 1)" was resolved by the (B)(6) depot team. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same/similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.